Event description:
It was reported that the catheter was being placed in the pt's jugular in the intensive care unit. F/u info received on (B)(6) 2012 states the catheter was being placed into the pt's jugular in the ICU. The spring wire guide unraveled when it was being removed from the pt. There were no pt complications reported. No add'l info is available.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.